Event description:
The customer reported, she was hospitalized for high blood glucose and diabetic ketoacidosis.the customer reported that, she has been hospitalized 13 times this year for high blood glucose levels. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.